Manufacturer narrative:
Product investigation summary: a visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The large quick coupling (338.49(0)) is a common trauma instrument noted in thirteen (13) technique guides including: 4.5mm va-lcp curved condylar plate, 6.5mm midfoot fusion bolt, and 6.5mm/7.3mm cannulated screws. The coupling is utilized to attach screwdriver shafts to power equipment for screw insertion. The relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified. The design is adequate for its intended use when used and maintained as recommended; it did not contribute to the complaint condition. A definitive root cause cannot be determined. However, the age of the device (15+years old) likely contributed to this complaint. It is not likely that the design of the instrument contributed to this complaint. No new, unique, or different patient harms were identified as a result of this evaluation. The design is adequate for its intended use when used and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service and repair evaluation - the customer reported the quick connect broke off. The repair technician reported the driveshaft was broken. Damaged component is the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records was conducted. The report indicates that the manufacturing location: (B)(4), manufacturing date: 13.feb.2001 part #338.49/ lot# 1079695, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Service history review: part no. 338.49, serial/lot no: (B)(4): no service history review can be performed as this is a lot controlled item. The manufacture date of this item is march 06, 2001. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the quick connect broke off the device. This was found after wash; there was no surgery or patient involved. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Synthes manufacturing location was corrected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.